Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. To clear out the air bubbles, the customer disconnected from the pump, and delivered a bolus. Blood glucose level was 300 mg/dl. Reportedly, to address bg, the customer delivered too much insulin and experienced a bg level of 50 mg/dl. To treat the low bg, the customer consumed soda.